Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During remote follow-up, the device was observed to not send an alert when biventricular pacing percentage was less than the programmed alert setting. No intervention has been performed at this time. The patient was in stable condition.